Event description:
Customer reported issues with the insulin pump. Customer states that the lcd screen is damaged. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. .